Manufacturer narrative:
Conclusion: no device was returned. A review of the device history records showed it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted the reported events.

Manufacturer narrative:
(B)(4). Title: management strategies for acute coronary occlusion associated with corevalve transcatheter aortic valve replacement authors: sreedivya chava, edward terrien, joseph schmoker, marc tischler, harold l. Dauerman citation: j thromb thrombolysis (2015) 40:198¿202 (doi 10.1007/s11239-015-1222-6) date of publish used for event date.

Event description:
Medtronic received information via literature review of acute coronary artery occlusion subsequent to medtronic transcatheter bioprosthetic valve implantation. An (B)(6) female patient with symptomatic aortic stenosis underwent successful implant of a medtronic 26-mm transcatheter bioprosthetic valve (serial not reported). Immediate post-implant measures showed mild perivalvular regurgitation without any residual aortic stenosis. A subsequent aortogram demonstrated severe occlusion of the left main coronary artery (lmca) ostium by the native left coronary leaflet. The lmca extending out to the sinus was stented with good result. The post-operative recovery was unremarkable and the patient was discharged home in stable condition. No additional adverse patient effects were reported.

Event description:
Additional information identified the bioprosthetic valve as model mcs-p3-26-aoa-us and serial (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.